Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and had a connectivity issue. A technical support specialist (tss) had dialed into the station and reviewed the data synchronization logs and confirmed that there was no issue and observed that the user was operating the system smoothly without any noticeable delays. The tss verified that the station¿s data upload was current and found no critical alerts on the health status viewer. A downtime query was executed, and it was confirmed that all clinical communication engine messages were functioning correctly. The tss shared the findings and advised reaching out to the health information technology team if any issues persisted, as no problems were identified by the support team. An email was sent to the user summarizing the findings, and it was communicated that the case would be monitored 24 hours before closure if no further issues were reported. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had connectivity issues with cerner and pyxis not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: a1. A supplemental MDR was submitted to correct the patient identifier.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had connectivity issues with cerner and pyxis not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.